Event description:
The customer reported the access 2 immunoassay system of a unicel dxc 600i synchron access clinical system generated discordant, elevated troponin I (accutni) results for two patients. The customer stated both patient samples were initially analyzed on a siemens stratus instrument; negative troponin I results were produced. The samples were then analyzed on the access 2 immunoassay system; elevated accutni results within the risk stratification range were produced. The samples were repeated on the same access 2 immunoassay system and accutni results were still positive. The customer then sent both of the patient samples to a reference laboratory where an unknown methodology produced negative troponin I results. The elevated accutni result for one patient was released from the laboratory; the clinician was contacted to correct the result and there were no reports of change to or impact to patient treatment in connection with this event. The customer did not supply any system documentation such as quality control (qc) data, calibration curves, or system checks for review. The customer stated assay qc results had been good. There were no issues noted with sample collection, processing, or handling in conjunction with this event. The customer did not provide lot number information for accutni reagent or calibrator.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and did not note any hardware issues that could have contributed to discordant accutni results. The fse advised the customer to perform a routine system check and precision test; all testing passed with results within instrument specifications.